Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of the lead was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.

Event description:
Ous MDR - it was reported that a dislodgement of the lead was noted 2 days after the implant. A drop in sensing and slight increase in pacing threshold were observed. No deterioration of the patient's state of health was reported. The lead was repositioned.